Event description:
It was reported that this right atrial (ra) lead had a problem and were seeing "spikes" in stored electrogram (egm). (B)(6) technical services (ts) explained that if there was an insulation breach on old leads in the pocket, when the device paced, some of the current might go out thru the breach and patient might feel it. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).